Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed on the device which determined that the coupling piece, balls, and spacer sleeve were missing. It was further determined that corrosion was found inside the bearings (failed general condition; check the tool coupling; check the cannulation; check function). It was determined that the issues were consistent with faulty parts. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to component failure, which is normal wear/ faulty parts out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during set up, it was discovered that the trinkle drilling attachment device came apart. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.